Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during advancement the distal shaft was bent by the anatomy resulting in preventing the shaft lumens from moving freely thus resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Blood noted in the sheath and in the retracting sheath likely compromised the returned device contributing to the noted difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the femoral artery with moderate calcification and moderate tortuosity. The 6x60 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was ultimately successful; however, the thumbwheel was very hard to spin. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.